Manufacturer narrative:
A device history record (DHR) review was conducted and no issues were identified. The subject device was returned to (B)(4); inspection of the returned device confirmed the obturator had punctured the dome. The damage identified during the review of the returned device is indicative of improper use by the user facility. The device's instructions for use state the following: "hold the handle of the obturator in one hand. Insert the obturator tip into the dimple on the internal bolster (dome). Grasp the tubing about midway between the obturator tip and the obturator handle and pull back on the tubing toward the obturator handle until the tubing and the internal bolster (dome) stretch. Place the stretched tubing into the hand that is holding the obturator and hold securely. One handed placement is required. Then, while continuing to hold onto the obturator and the tubing with one hand, use the other hand to support the tissue around the stoma. Carefully push the internal bolster (dome) through the stoma using slow, steady pressure until it is completely inside the patient's stomach." (B)(4) offered in-service training to the user facility on the proper use and operation of the peg device, however the user facility declined.

Event description:
The non-balloon replacement peg tube is intended for percutaneous placement into an established stomal tract for the purpose of long-term gastrostomy feeding and/or gastric decompression. The user facility reported mw5068318 regarding a non-balloon replacement peg. The report indicates during placement of the peg tube, the obturator pushed through the internal bolster (dome) of the tube. Another tube was placed successfully. Following the procedure, the patient underwent an endoscopy procedure to assess for injury; no injury was identified and the gastrostomy tact and stomach appeared normal